Event description:
It was reported that the patients implantable pulse generator (ipg) was stuck at the second bar and would not hold a charge. The patient underwent an implantable pulse generator (ipg) replacement procedure. The explanted device will not be returned per hospital policy.